Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl between 25 and 36 hours of wearing the pod. The patient reported that they likely knocked loose the pod from their abdomen while fastening their seat belt. As a result, the pod leaked and insulin was not delivered causing the bg to rise. The patient called the emergency room for assistance and had a 10-minute phone consultation. The patient¿s symptoms included thirst, feeling lethargic, nauseous, and feeling unwell. The patient was diagnosed with hyperglycemia and was advised to place a new pod and inject 5 units with a pen.

Manufacturer narrative:
The device was received for evaluation. There were no issues found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed.